Event description:
It was reported that during an unknown procedure, it was observed that the device was normal at the beginning of use but after firing the first nail, the home button had no function even after it was pressed for a long time. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. D4: batch#: 396d30. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and once the device completed the firing sequence the knife returned home as intended. When attempted to download the event log, the log would not load, due to this condition the event log could not be review. An electrical test was perform on the device and some parameters were out of spec, this could possibly had an effect while trying to download the event log. No conclusion could be reached as to what may have caused this condition. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech45c, with lot/batch number: a97v67, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 396d30, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.